Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced during a device upgrade procedure due to variations in impedance. The patient was stable post procedure.